Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient had a couple of incidences in which his catheter came out of the intrathecal space. How many times this occurred, when it occurred, and device serial number, patient symptoms, troubleshooting, interventions and cause not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.